Event description:
Customer reported an incident where the machine generated a memory errors, 3 communication errors, 5 values out of range, false crc and parameter value errors between board and protective value. These occurred before use, and during the function check and treatment/run. No blood loss reported. Machine runtime 100(h).

Manufacturer narrative:
Evaluation of the machine found a defective condo and the protective board was replaced. No blood loss nor medical intervention was reported. Further investigation is being conducted by the manufacturer.